Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as a skin rash due to allergic reaction. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended ending use for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.